Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 06 october 2020 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat osteoarthritis. Intraoperatively, the surgeon identified medial compartment arthritic changes. The surgeon notes the patient has a history of tibial plateau fracture. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to tibial tray loosening. Upon entering the joint, the surgeon excised scar tissue and performed a complete synovectomy. The tibial tray was loosened at the cement to implant interface and easily removed. The femoral component and patella were well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received an attune revision tray and stem utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.